Event description:
Series of "rapid gas loss" alarms began about 1700 on 1/17/98 and proceeded until rptr could not keep the iab working. Dr elected to removed iab. The pt remained in c.c.u. In stable condition.